Manufacturer narrative:
The device history record was not reviewed, as the lot number was unknown. The sample could not be evaluated, as it remains implanted, functioning as intended. It is known that anatomical variances and the patient's condition can contribute to this type of event. The definitive root cause is unknown. The IFU for this device states: precaution: the filter should be placed in the suprarenal position in pregnant women and in women of childbearing age.

Event description:
It was reported that a filter was placed in a pregnant patient 2 months before delivery. It was reported that during an unrelated patient evaluation four months after filter implant, it was noted on CT that one limb of the filter was detached. The limb penetrated through the cava wall and is embedded in the bony vertebrae. The patient is asymptomatic and the filter remains implanted.